Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the progav 2.0, and tissue residue on the shuntassistant 2.0 were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is adjustable from 0 bis 14 cmh2o. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the adjustment problems of the valve. Internal inspection: after dismantling of the valves, deposits were found in progav 2.0. Results: based on our investigation results, we can determine a partial adjustability of 0 to 14 cmh2o on the progav 2.0. The deposits visible in the valve have led to the functional impairment. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can impair the integrity of the valve. Furthermore, we cannot determine any functional deviations or other abnormalities on the shuntassistant 2.0. The valve is operating within its specifications. At the time of the investigation, we are unable to determine how the reported blockage of the shunt system occurred. Formaldehyde can alter the viscosity of organic deposits. We do not know whether this has any effect on adjustability or flow rate. We kindly ask you to store future returns in 0.9% nacl. The investigation of the return shipment is complete with the preparation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx641t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system caused a blockage the patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.